Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention. An 8 fr catheter was placed, but the issue was not fully resolved, so a revision surgical intervention was performed. A cystoscopy revealed a urethral rupture, and it was noted that the cuff was automatically filling without proper activation. Additional information from the physician indicated that the urethral rupture occurred due to improper inflation of the device. Consequently, the entire system was removed. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The pump passed visual inspection with no damage or abnormalities observed, passed the leakage test, and passed the functional test. The balloon was identified to be non spherical, passed leak testing, and passed functional testing. The cuff passed visual inspection with no damage or abnormalities observed, passed the leakage test, and media inspection confirmed the cuff was filled with no abnormalities identified. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Inflation issue, use of device issue, user error, and mechanical issue within two months of device implantation were not confirmed. The reported device allegations could not be confirmed with testing of the returned product. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen, as the allegation relates to ureter/urethra perforation and urinary retention, which are addressed in the product labeling and risk documentation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention. An 8 fr catheter was placed, but the issue was not fully resolved, so a revision surgical intervention was performed. A cystoscopy revealed a urethral rupture, and it was noted that the cuff was automatically filling without proper activation. Additional information from the physician indicated that the urethral rupture occurred due to improper inflation of the device. Consequently, the entire system was removed. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).